Event description:
Reference number (B)(4). Event occurred in uruguay. It was reported that the patient faced high blood glucose event which was preceded by a bent infusion set cannula and was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka). The blood glucose (bg) level at the time of admission was 490 mg/dl and was administered fluids intravenously. The length of hospitalization was less than 24 hours. No further information available.